Manufacturer narrative:
Section h6 codes were updated. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (B)(6) was explanted on (B)(6)2024. No additional information was provided. Rxsight's first awareness of this event was on (B)(6) 2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(6).